Manufacturer narrative:
Additional information was received on (B)(6) 2017. After review of the pump data logs by tandem technical support, the pump battery gauge was observed to jump from 30% to 5% within one minute while charging.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer alleged the pump battery depleted too fast and the pump shut off due to insufficient power in the night. In addition, the customer reported the pump battery jumped from 1% to 35% after being connected to a power source. The customer¿s blood glucose level was over 500 (mg/dl) however, a specific value was not provided. A manual injection was delivered to address bg level. Review of the customer's most recent charge during troubleshooting with tandem customer technical support (cts) was unable to confirm the reported issue. Cts requested the customer upload the pump data logs for review. During a follow up the customer declined further troubleshooting.